Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device is not available for return.

Event description:
The patient was undergoing a thrombectomy procedure in the superior mesenteric artery (sma) using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician placed a 7fr non-penumbra sheath in the patient¿s body, and then advanced a cat6 through the sheath. While attempting to advance an indigo system separator 6 (sep6) through the cat6, the physician experienced resistance approximately four centimeters from the end of the cat6 and the sep6 would not advance all the way out the cat6; therefore, the entire system was removed. Upon removal, it was noticed that the cat6 was kinked. The procedure was completed using a new cat6, the same sep6 and sheath. There was no report of an adverse effect to the patient.